Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and a hypoglycemic event occurred. The patient stated the dexcom was displaying a signal loss and shortly after he fell unconscious. The next the time the patient remembered was the paramedics treating him. He indicated that the emergency medical technicians (emts) responded at about 7:45pm and checked the patient¿s blood sugar. The blood glucose meter was reading 30 mg/dl. The emts provided the patient with intravenous (IV) therapy which the patient believed contained glucose. Additionally, the patient stated the last reading on the dexcom that was displaying was 159 mg/dl and treated himself with insulin. At the time of contact, the patient was in stable condition. Data was provided for evaluation. Loss of connection was confirmed, however, the device operated within specification. A probable cause could not be determined. No additional event or patient information is available.